Manufacturer narrative:
The device was in use for treatment. The device was not returned for analysis so the reported incident could not be confirmed. The device history record could not be reviewed, as the lot number is unknown. The root cause for this failure has not been determined, however, potential causes of this failure may be related to: improper or damaged extruded parts, improper tipping process, damage to tip during shipping, and tip deformation or relaxation during storage. This type of failure may lead to: device is difficult to use, procedure delay, vessel spasm and/or trauma, dissection, perforation and/or tamponade, hematoma and/or nerve damage, pericardial/pleural effusion, and vessel damage. A review of risk for this failure mode, identified the risk to be medium. A CAPA is not required. Oscor will continue to monitor this device for complaint trends and risk. Per qa in-process and final inspection procedure the sheath is visually inspected 100% for dents, bumps, cracks, wrinkles, kinks, exposed braid or marker bands, delamination or damage that may cause premature failure. Instructions for use (IFU) informs the user that the arrive (10 fr) braided transseptal sheath offers percutaneous entry and provides a conduit to deliver diagnostic and therapeutic catheters to specific heart chambers and locations. It provides support for positioning and maintaining the position of catheters at specific locations within the heart. Per warnings and precautions fluoroscopy required for sheath placement - use of fluoroscopy during sheath insertion and placement is strongly advised. Inserting the sheath without fluoroscopy may result in damage to cardiac and vascular structures. Carefully consider potential risks before using the device in pregnant women. Other catheters, devices, or wires - avoid sheath entanglement with other catheters, devices, or wires. Such entanglement may necessitate surgical intervention. Sheath handling: use extreme care when manipulating the sheath and/or dilator. Lack of careful attention can result in injury such as perforation or tamponade. Do not use excessive force to advance or withdraw the sheath, especially if resistance is encountered. Do not use the sheath if it is kinked, damaged, or cannot be straightened. Do not at any time preshape or bend the sheath. Bending or kinking can cause damage to the device. Potential adverse events associated with percutaneous procedures include, but are not limited to, the following conditions: access site complications, air embolus, aortic puncture, arrhythmias, atrial septal defect, av fistula formation, coronary artery spasm or damage, death, device entrapment, dissection, hematoma, hemorrhage, infection, myocardial infarction, nerve damage, pacemaker or defibrillator lead displacement, perforation or tamponade, pericardial effusion, pleural effusion, pseudoaneurysm, pulmonary edema, stroke, thromboembolic events, valve damage, vasovagal reaction, vessel spasm or trauma.

Event description:
It was reported that during a radiofrequency (rf) procedure, the sheath was more difficult to maneuver than usual. Upon removal of the sheath once the procedure was completed, the tip was noted to be "chipped". No patient complications have been reported as a result of this event.